Event description:
Maquet cardiovascular received medwatch uf/importer report# (B) (4) from the FDA on 11/25/2008. The original incident description stated, "heartstring device did not deploy. No injury to pt." Maquet contacted the customer on 12/03/2008 and received additional info after speaking with the clinical risk manager at the hospital who originally generated the medwatch report. "The hospital reported that during a coronary artery bypass procedure, one heartstring seal did not deploy out of the delivery tube into the aorta. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital."

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).